Manufacturer narrative:
Ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
D6b updated explant date due to new information received.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted via the right surgical artery with an impella 5.5 for mechanical circulatory support. When the patient was being checked into the intensive care unit, it was noted that the patient had a coronary artery bypass graft done the day before and had post-operative bleeding. The patient received cryoprecipitate, platelets and blood. Anticoagulation was being held due to bleeding. The bleeding was noted to be improving.